Event description:
It was reported that the bd micro-fine ultra¿ pro pen needle was unable to deliver medication. The following information was provided by the initial reporter: private individual explained that to have the liquid at the end of the needle, you have to use several.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ pro pen needle was unable to deliver medication. The following information was provided by the initial reporter: private individual explained that to have the liquid at the end of the needle, you have to use several.